Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned for investigation. The delivery system was investigated visually for external damage. As the product was received, the device functioned per specification. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The recorder displayed a mismatch error message. A second capsule was not placed due to the alleged device malfunction.